Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal proximal release stent was used during a stent enclosure procedure in the esophagus performed on an unknown date. According to the complainant, during the procedure, the physician fully deployed the stent inside the patient but noticed folds on the proximal part of the stent. The physician attempted to use a balloon to dilate the stent; however, the stent did not unfold. The stent was removed from the patient and the procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.